Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument involved with this event, but the failure analysis testing has not yet been completed as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, thermal damage was observed on the yaw pulley of the fenestrated bipolar forceps (fbf) instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was identified prior to reprocessing of the instrument. After the completion of the procedure, the instrument was inspected for damage and thermal damage was found. It was unknown if there were instrument collision or arcing during the procedure. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulleys, near the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.